Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant the patient presented to the emergency room and was experiencing an infection with drainage observed from the pocket. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.